Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The bolus wizard functioned properly per bolus wizard sample in the 523/723 user guide. The insulin pump was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 475 mg/dl and as low as 25 mg/dl. Customer was shaking, did not feel well and treated their high blood glucose via insulin pump. Customer's alarm history showed a no delivery alarm and the patient did a complete set change. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.